Event description:
It was reported that this right ventricular (rv) lead was explanted due to high shock impedance out of range. One of the lead coils was suspected to be damaged. The device was then reprogrammed using the second coil before the revision could be performed. Later, the patient underwent surgical intervention to remove and replace the lead with a different model. No additional adverse patient effects were reported. The lead is not expected to be returned for analysis.